Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during an endoscopic treatment for internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, it was noticed that the physician attempted to use the ligation device for the patient treatment, the traction wire of the device fractured, which became unusable. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no reported patient complications as a result of this event.